Event description:
It was reported a pericardial effusion occurred post procedure. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. On (B)(6) 2025, the patient returned to the hospital with a trace pericardial effusion. The effusion was treated with medication, and the patient was discharged. Six (6) weeks after the procedure the patient returned again complaining of chest pain. They presented with a large pericardial effusion which needed to be drained. The physician believed this to be the same effusion. The patient was discharged and expected to make a full recovery. No further information was provided or available.